Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with a fingerstick of 400 mg/dl after dinner; the prior infusion set cannula was reported not bent, the user changed supplies, resumed insulin delivery, and moved to a different infusion site, after which glucose trended down to 328 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient device information available and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.